Manufacturer narrative:
Age at time of event: 70 years old.

Event description:
It was reported that coating was peeled off. During a transarterial chemoembolization, a 135cm transend guide wire was selected for use. However, after one use, it was noted that the coating was peeled easily. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that coating was peeled off. During a transarterial chemoembolization, a 135cm transend guide wire was selected for use. However, after one use, it was noted that the coating was peeled easily. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned together with a torque device attached. The distal tip of the guidewire was found kinked. The guidewire body showed a kinked section located approximately at 13 cm from the proximal end. The guidewire body showed some peeled sections; all of them were located in the proximal end where the torque device is commonly used. The torque device was inspected and no damages were found; however, it was disassembled and it showed inside some residues (debris) of the guidewire coating. Most of them were located in the metallic collet and the interior of the white cap. The outer diameter of the distal tip, middle and proximal sections of the device are within specifications. The overall length dimension was within specification.